Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 15mmx3.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atmospheres for 10 seconds. Furthermore, a pinhole was noted at the distal part of the balloon catheter. The device was removed without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.